Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. It is likely that anatomy, or the device angle was greater than 45 degree and device position was not stabilized causing the foot not to get apposed to the vessel wall which led to the reported "the physician felt that the foot did not grab a hold of the vein". There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a venotomy closure of a right common femoral vein using a prostyle device after an interventional ablation procedure with a 8.5 fr sheath. Reportedly, after deploying the foot and retracting the device against the vessel wall, the physician felt that the foot did not grab a hold of the vein. The device was removed and a new perclose device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Corrections: h6 - medical device problem code: code 1506 was removed and code 4001 was added.